Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited high out-of-range defibrillation impedance. No intervention was performed. The patient had no consequences.